Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: incident date was reported as (B)(6) 2017. Essure sample was available but not received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in an adult female patient who had essure inserted. The patient's medical history included cholecystectomy, biliary colic, nickel sensitivity and aortic-superior mesenteric artery bypass (aortoceliac bypass). In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be unrelated to essure. The reporter commented: incident date was reported as (B)(6) 2017. Essure sample was available but not received. Essure was removed due to medical reason. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-nov-2020: updated quality-safety evaluation of ptc we received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in an adult female patient who had essure inserted. The patient's medical history included cholecystectomy, biliary colic and nickel sensitivity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be unrelated to essure. The reporter commented: incident date was reported as (B)(6) 2017. Essure sample was available but not received. Medical history: aortoceliac bypass. Essure was removed due to medical reason. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: questionnaire received. Information updated: patient¿s initials, medical history, essure insertion/removal dates, removal method, reporter assessment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: incident date was reported as (B)(6) 2017. Essure sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.